Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient feels "thumping" in the middle of the night, in office threshold testing causes the same symptom. Manipulation of the pocket did not elicit any noise or oversensing. The device remains in use. No further patient complications have been reported as a result of this event.